Event description:
It was reported that the customer was hospitalized due to low blood glucose of 42 mg/dl. It was stated that the customer was experiencing unexplained low glucose for approx three months. Troubleshooting was performed. The customer's recent glucose reading was 423 mg/dl, and she was being treated with manual injections. The programming on the insulin pump was correct. The reservoir was showing the same amount of insulin that the status screen shows. It was stated that the customer had surgery three days later and is taking medications. Ran a displacement and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.